Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) ; implanted: (B)(6) 2020; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 05-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the pump had been eroding through the patients skin. The healthcare provider (hcp) thought it was best to explant the pump and catheter. No external factors contributed to the event and no diagnostics/troubleshooting were performed. The explanted devices were discarded and the issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown.